Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation: it was reported that a cohen endobronchial blocker set (c-aebts-9.0-65-sph-as) from lot 13219338 would not stay inflated. Additional information was requested but not provided. Cook became aware of this event on 25nov2020 upon being notified by (B)(6) hospital. A review of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo of the device was provided. In the photo, the device appears to be deflated and in the patient's bronchus. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13219338) revealed one related nonconformance for "inability to inflate" in which six devices were scrapped. A database search did not identify any other events associated with the reported device lot. Given this information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_aebt_rev5 [cohen tip deflecting endobronchial blocker] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: ¿warnings caution is recommended when working near the hilum. The balloon position should be verified to prevent inadvertent balloon damage or movement. Precautions the endobronchial blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation. Inflate balloon initially under direct vision to ensure correct position and placement. Instructions for use 2. Fully deflate balloon on the endobronchial blocker. 3. Generously lubricate the bronchoscope, the endobronchial blocker and the inside of the endobronchial tube. How supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has been traced to component failure unrelated to a deficiency in manufacturing/device design. It is possible that the balloon was damaged upon advancement, whether by tortuous anatomy or friction due to insufficient lubrication, creating a pinhole that prevented inflation. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: endoscopy unit manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the balloon of a cohen endobronchial blocker set was unable to stay inflated during a "one lung isolation" procedure. Additional information regarding the patient, device, and event has been requested but is currently unavailable.